Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 3-4, right-side and bilateral late-forming seroma, right-side.

Event description:
Bilateral late forming seroma, right-side.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: sientra was notified by the health care provider that during revision surgery, the seroma was drained and the device was not explanted. The device is currently still implanted and not available to perform a failure analysis. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.